Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 3 on the home choice (hc). There was an unused line clamp open. The home patient (hp) cleared the alarm and would complete therapy with manual supplies. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240, the home patient (hp) was in the clinic a couple of days ago and did not mention the alarm. Ps advised the pdn that a clamp on an unused line was left open causing the alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident.